Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The ptfe pad was severely worn. As the result of checking the manufacturing record of the same lot, there was nothing abnormal found. This type of the pad damage is most likely related to the operator's technique. Based on the evaluation result and similar cases in the past, the ptfe pad might be severely worn since the subject device was activated output while the user grasped nothing. The instruction manual of the device has already warned as follows; *do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During a total laparoscopic hysterectomy, the ptfe pad of the subject device was damaged. The procedure was completed with another device. On (B)(6) 2017, olympus medical systems corp. (Omsc) confirmed that the ptfe pad was severely worn and the coating of the jaw was missing. No patient injury was reported. This is the report regarding the severely worn ptfe pad.